Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height drawer 3.2 was stuck. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced drawer assembly with new and moved the cubies resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf codes, manufacturer narrative and section b describe event or problem. Correction: section d unique identifier (UDI). Part analysis: the reported issue related to the medstation es main 6dr was confirmed by the bd field service engineer (fse). The device was initially evaluated by the fse according to wo (B)(4): fse reported that the drawer 3-2 had slide rail damage. Fse replaced the whole assy drawer with a new one. Fse proceeded to move and rest all cubies in hta. After the replacement of hardware, the device was configurated and tested. The device exhibited no further issues. During dchu laboratory external inspection performed on the returned assy smart hh cubie drawer (p/n 361054-01): no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Dchu laboratory testing revealed within operation of the bottom drawer that the right drawer slide had a damaged slide bumper and a migrating retainer bracket with ball bearings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a mechanical failure within the slide rail assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height drawer 3.2 was stuck. As per part investigation, it was determined that the right drawer slide had a damaged slide bumper and a migrating retainer bracket with ball bearings. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.